Event description:
It was reported that patients l1 and l2 leads had high impedances, x-ray imaging revealed leads were fractured. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and the l1 lead was replaced to address the issue. During the procedure patients t12 lead migrated. As a result, patients t12 lead was explanted and replaced during the same procedure to address the issue. The investigation was unable to determine the which l1 lead that was associated with the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient¿s weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.